Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint cc#-00198063

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal on (B)(6) 2018 and "he was in a false passage and removed and reinserted the scope. He was able to maintain distension and quickly removed the lesion and ended the procedure". The patient absorbed 2550ml of fluid. The physician administered lasix and other medications (exact kind unknown). The patient's oxygen saturation (o2 stats) level dropped to 70. The physician diagnosed her with "fluid overload". The patient went to recovery and was stable. The patient's o2 stats came with to normal limits (high nineties).